Event description:
On august 17, 2020, the physician reported to siesta medical that a patient who had previously had a hyoid suspension on (B)(6) 2020, heard a "pop" on the right side of the suspension and was in pain. On (B)(6) 2020, an x-ray showed the bone screw on the right side was dislodged from the mandible. The physician performed an exploration and reported that it appeared the pilot hole was too large to secure the bone screw. The physician drilled another pilot hole, the bone screw was reattached , and the hyoid bone was resuspended.